Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 ruptured during filling. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed and the reported condition of a ruptured reservoir was confirmed. The device is a single use device and will be discarded. The root cause investigation is currently being performed under CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.